Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level ranging from 43-44 mg/dl. The customer was treated with glucagon, and was released from the ICU on 01-16-2022 with no permanent damage. The customer did not recall additional treatment received while in the ICU. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.